Event description:
It was reported that some inhibition of pacing was showing up on two stored events. Looks to be muscle noise. Have changed the agc floor from 0.smv to 0.7mv sensitivity. Noise on both ra and rv channels, lasting for about 3s and ss. Pt did not know what happened, was not affected at all. Cannot recreate noise with isometrics and measurements are in range. This is the mdt sprint lead, which does not have any advisories. The rv lead is from 2000, but the ra is from 2014. Caller will discuss with physician next steps. Likely will turn off respiratory response trends just in case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).